Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, this patient was hit in the head by a door on the side of the implant 4 months after implantation. After the incident, she developed a fever and was taken to the hospital. The patient was diagnosed with a mastoiditis infection and remained in the hospital for an unreported period of time. The patient is now doing well.